Event description:
On (B)(6) 2025, an FDA medwatch notification was received via email. A facility representative reported that small fragments from the cannulated drill broke off into the patient¿s bone. An attempt was made to remove the fragments; however, the risk of iatrogenic bone fracture was deemed greater than the benefit of continued retrieval. As a result, retrieval efforts were aborted. Clinical disclosure was made to the patient and their family, and the patient was placed on oral antibiotics as a precaution. This was discovered during a procedure on (B)(6) 2025. Additional information was requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep, misaligned insertion, and prying/leveraging the device during insertion.